Event description:
It was reported that the user experienced a scan error when scanning a libre 3+ sensor with the app, which was resolved after force quitting the app and rescanning, leading the sensor to enter warm-up mode; this was characterized as an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the app and sensor that manifested as intermittent communication failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.